Manufacturer narrative:
Additional information: d9, g3, h3, h6 complaint is confirmed. Upon visual inspection, it was noted that the drive geometry at the distal tip of the returned driver shaft, t6, ao, had twisted and broken. No broken piece was returned for investigation. Functional testing was not performed due to the damaged distal tip of the device. The most likely cause of this failure is attributed to wear and tear damage incurred over repeated usage torquing/engaging the driver within the screw head.

Event description:
On 11/10/2023, it was reported by a sales representative via a (B)(4) that (2) ar-18800-04 driver shafts and an ar-18800-03 driver shaft became twisted. This occurred during a case, with no effect on the patient.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.